Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions type: rashes"), tooth disorder ("dental problems"), fatigue ("fatigue,") and nervous system disorder ("nerve disorder"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss") and urinary tract infection ("infection (bladder urinary tract/vaginal) type: uti"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, alopecia, urinary tract infection, depression, rash, tooth disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, nervous system disorder and back pain had resolved. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, nervous system disorder, rash, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - in 2016: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : case become valid as previous event injury nos is replaced with abdominal pain. Aka name added, reporter added, patient demographic added, essure removal date added, product indication updated. Events added- abdominal pain, genital haemorrhage, back pain, abnormal bleeding (vaginal, menorrhagia), uti, depression, rashes, dental problems, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),fatigue, weight gain, neurological disorder, hair loss. Events severity and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.